Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that interrogation of the system controller log file showed multiple episodes of 0 flow 0 speed 0 pi and only a power reading. The manufacturer's technical services representative reviewed the log file and reported that the events seen in the log file may be caused by an intermittent issue with current sense measurement circuit on the pump. No further information was provided.